Event description:
It was reported that during a robot assisted right hemicolectomy, leakage occurred at 4th firing on feea. Slr and gst60d were used. The patient was crohn's disease and steroid has been used. Re-operation was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. Batch # unknown. Concomitant product: cp-615688. Echelon 60mm reinforcement ech60r. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2023. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what were the indications for surgery? Crohn disease. What surgical procedure was performed? Robotic right hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? Steroid was used for crohn disease. What is the product code of the device that was utilized in the surgery? Psee60a was used in this surgery. What is the lot/batch number? The sales rep tried to get the information of the product code of the device, but the information was not provided from hospital. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr uses the powered echelon usually and have used slr in several times. Did the healthcare professional wait 15 seconds after closing the device before firing? Yes. Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What color reloads were used and what was the sequence of the firings? Psee60a was used to functional end to end anastomosis of colon out of the patient. Blue cartridge was used for 1, 2, 3rd firing. Gold cartridge with slr was used for fourth firing. Was a leak test performed? No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 6 days or 7 days after the initial procedure. How was the leak identified? The sales rep tried to get the information, but the information is not provided. What was observed at the site of the leak upon reoperation? Dr said that the site of the leak was not confirmed in detailed upon reoperation. How was the leak addressed? The reoperation was done at the night of the day which the leak was identified. The leak site was resected and the stoma was set. What is the current status of the patient? The patient was discharged from the hospital. Dr commented that the patient situation may caused to the leak, because of steroid for the crohn disease and the diverticulum of patient."